Event description:
Laparoscopic instruments used in gastric bypass surgeries fall apart every 2-5 minutes during use. These instruments have locking handles which attach to sheaths and insert graspers. During use locking handle pulls apart from grasper and sheath. Have been having trouble and this for approx. 2 months. Instruments have been in use since march of 2002 and 87 cases have been performed. In an attempt to solve problem. Front line staff have noticed these issues: 1. Problem same no matter which grasper is connected to which handle. 2. At times there is no snap when handles connects to the grasper. At times the handle will open past the stop gate mechanism. Which does not appear to be functioning. 3. On 1 of the handles, many small pieces fell out of handle. Company has been contacted numerous times. 2 new sets of equipment were sent and same problems have occurred with new sets. Staff has been trained on proper assembly of equipment.